Manufacturer narrative:
On march 18, 2024, the mentor analysis lab received the suspect medical device for evaluation. On march 22, 2024, mentor completed an evaluation on the returned device. Mentor then conducted visual inspection, leak test, and microscopic examination of the device. During visual evaluation no apparent damage or visual anomalies were observed on the device. Leak testing was performed, in accordance with mentor procedures, and it identified four tears on the anterior shell of the device, measuring all tears approximately 0.1 cm. In addition, no other leak sites were detected during the analysis. Microscopic examination was performed on the edges of the four tears, and parallel striations were found in the whole area of the tears. Parallel striations are consistent with markings made by a sharp object perforating the tissue expander shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have being damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 23, 2024, mentor received the following additional information. A patient identifier and date of birth were provided. The associated fields have been populated accordingly. With the returned device, the product identity was determined as the following: size: 550cc, brand name: mentor cpx 4 breast tissue expander, catalog: 3549324, lot: 9829091, serial: (B)(6), date of implantation: (B)(6) 2023. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 22, 2023, mentor became aware that information was incorrectly reported in the initial report. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4), in the initial report, h10 additional manufacturer narrative should have stated since no lot number was provided, no manufacturing record evaluation review could be performed.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Date of explantation: (B)(6) 2024. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast reconstruction revision surgery with implantation of an undisclosed mentor tissue expander prosthesis. Post-operatively, the patient was undergoing further expansion of the right breast expander with saline, and it was reported the expander failed to inflate. Subsequently, she was diagnosed with a deflated right breast tissue expander. As a result, the patient is scheduled for unilateral removal and replacement with a right-sided permanent breast implant on (B)(6) 2024. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.